Event description:
It was reported that an unknown patient was experiencing vaso-depressive syncope. Additional information from the physician was received indicating that the vaso-depressive syncope was caused by vns stimulation and that no product or patient information is available: no known relevant surgical intervention has occurred to date. No other relevant information has been received to date.